Event description:
The lay reporter/daughter contacted lifescan (lfs) in january 2006 alleging high readings on her mother's one touch ultra meter. The daughter mentioned that her mother went into the hospital approximately 3-4 months ago due to the high readings on her ultrasmart meter. She received a 277 md/dl and felt light headed and dizzy at the time of testing. She took her insulin after attempting to use the meter and then went to the hospital where she was treated with an IV (there is no information on what was in the IV). The current test strips she is using are in good condition and not expired. A quality control test was done and the test strips passed using the control solution. The technique of applying blood on the test strip was correct; however, the patient had been cleaning the puncture area incorrectly. A customer care agent (cca) replaced the patient's meter, strips and control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, what was in the IV and the diagnosis. The complaint is being reported, since a medical professional treated the patient with an IV for an unknonw diagnosis.